Event description:
It was reported that an embolization occurred. A left atrial appendage (laa) closure procedure was performed. The patient was in normal sinus rhythm with left atrial pressure of >10 mmhg. A 30 mm watchman laa closure device was successfully implanted. The compression rate was about 15%. Shortly after implantation the closure device embolized to the left ventricle. The closure device was retrieved via the anterior femoral using a snare kit and a 12fr sheath. No further patient complications were reported and the patients status is well. The patient was scheduled for another laa closure procedure approximately two weeks later.

Event description:
It was reported that an embolization occurred. A left atrial appendage (laa) closure procedure was performed. The patient was in normal sinus rhythm with left atrial pressure of >10mmhg. A 30mm watchman laa closure device was successfully implanted. The compression rate was about 15%. Shortly after implantation the closure device embolized to the left ventricle. The closure device was retrieved via the anterior femoral using a snare kit and a 12fr sheath. No further patient complications were reported and the patients status is well. The patient was scheduled for another laa closure procedure approximately two weeks later. It was further reported that the patient did not wish to receive another closure device; therefore, they will continue with novel oral anticoagulant (noac) medication.